Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the issue wasn¿t determined. The rep reported that a session report was sent into tech support for review. The issue was not yet resolved. No further complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient noticed the therapy turning off by itself 4-5 times within the last two weeks. The patient had high dose settings but each time he had pain the patient was able to turn the therapy back on after it had turned itself off. It was noted that adaptive stimulation was programmed but it was not activated. Troubleshooting reviewed to have the patient keep a diary of when he notices the therapy turning off and confirm with the programmer and turn the therapy back on. Diary information didn¿t indicated the cause was due to battery depletion.